Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia and hyperglycemia. Customer's low blood glucose levels were 32 mg/dl, 48 mg/dl and 44 mg/dl. Customer was also experienced high blood glucose level of 300 to 400 mg/dl. Customer mentioned that the insulin pump had cosmetic damage and retainer ring from reservoir came off. Troubleshooting was performed for cosmetic damage. Customer reported that reservoir was not able to lock in place when inserted into insulin pump. Customer declined to troubleshooting for high as well as low blood glucose. Customer treated their high blood glucose with insulin shots. Customer did not use sensor for his insulin pump. Customer was not using auto mode. Insulin pump will not be returned for analysis.